Event description:
It was reported that an asymptomatic patient presented for a device check one week post-implant. Upon interrogation, the battery longevity estimate was significantly less than expected. This was a display issue and not an indication of premature battery depletion. The patient will continue to be monitored.